Event description:
The sales consultant reports synfix while rotating the coupling on (B)(6) 201. The implant holder the tip snapped off. Implant removed with coker and continued with the second part in the set. This is 1 of 1 device for this event on complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received.